Event description:
Pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Customer initially suspended insulin but later loaded a new cartridge following technical support guidance. Original cartridge did not vent properly, and after replacing it, pump resumed normal operation.